Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness is lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: coupler unit is not secured. Also, there is detachment of head cover. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the autoclavable camera head presented broken connecting part to scope where lens is, part missing, clip at end had come off at end and black plastic was missing. The issue was found during reprocessing. There were no reports of patient involvement.